Event description:
It was reported that balloon rupture occurred. A 4.0mm x 100mm x 150cm sterling sl was advanced for dilatation. However, during inflation, the balloon ruptured longitudinally. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.